Event description:
New information received. Noted, patient was stable with no symptoms before, during and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received, with battery voltage at elective replacement indicator (eri) level. Review of device image, indicates auto-capture was enabled. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Electrical and mechanical analysis performed indicated normal functionality. Further evaluation at various pulse amplitude measured current level within normal range. And no indication of premature depletion noted. Longevity assessment was performed. Based on average drain current and the device exceeded seventy-five percent of projected longevity, indicating normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted pacemaker was explanted and replaced on (B)(6) 2024. Further information was requested, but not yet available.